Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation with mentor smooth round moderate profile 425cc saline breast prostheses. Capsular contracture and deflation on the left breast prosthesis were determined by the patient's physician. As a result, the patient underwent unilateral removal and replacement with mentor smooth round moderate profile 425cc saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, pe observed creases on both aspects. Two rents were also observed; rent a measuring 6.0 cm discovered on the posterior aspect and rent b measuring 4.5 cm discovered on the anterior aspect. Microscopic examination of the rent a edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. Microscopic examination of the rent b edges gave no indications as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rents and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Microscopic examination revealed parallel striations on the edges of the rent a. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Nonetheless, a microscopic examination of the rent b edges was performed and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) of lot number 5857295 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: un-deflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. With the information provided, pe concluded the capsular contracture in the patient¿s left breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, product evaluation observed creases on both aspects. Two rents were also observed; rent a measuring 6.0 cm discovered on the posterior aspect and rent b measuring 4.5 cm discovered on the anterior aspect. Microscopic examination of the rent a edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. Microscopic examination of the rent b edges gave no indications as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rents and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Microscopic examination revealed parallel striations on the edges of the rent a. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Nonetheless, a microscopic examination of the rent b edges was performed and it did not provide conclusive evidence of what could be the root cause. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rents and creases occurred sometime subsequent to the removal of the device from its protective packaging. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. With the information provided, product evaluation concluded the capsular contracture in the patient¿s left breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).